Manufacturer narrative:
(B)(4)

Event description:
It was reported that during interrogation, the pulse generator exhibited backup vvi operation. No intervention was reported. The patient did not experience any adverse consequences and would be monitored.